Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting assistance from tandem technical support regarding the issue. No additional information was provided.